Manufacturer narrative:
Despite multiple attempts, no additional details regarding this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode may have dislodged from its original implant location. At this time no changes have been made and the electrode remains in service. No adverse patient effects were reported.